Event description:
The customer's husband stated that the customer was hospitalized for low blood glucose levels. The husband stated that while the customer slept, she was breathing rapidly and was unresponsive. The customer's blood glucose levels read low when the paramedics arrived. The husband stated that they had gone hiking earlier in the day and ate a normal meal. The customer then exercised before she went to bed and her blood glucose reading was 70 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume did not match with the amount of insulin in the reservoir. The insulin pump passed the displacement, prime and high pressure tests. The husband did not feel comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.